Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. The reported mr was likely a result of the slda that occurred, as the mr was noted to have increased when the slda was identified. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Visualization of the posterior leaflet was not optimal; however, grasping and leaflet insertion were confirmed and the clip was deployed. The mr was reduced to 2. On (B)(6) 2017, it was found that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr increased to 3-4. On (B)(6) 2017, mitral valve surgery was performed. The implanted clip was removed and the valve was repaired surgically. The mr was reduced to 1-2 and the patient was confirmed to be stable. No additional information was provided.